Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and sutre was used. It was reported when tying suture, the suture is breaking mid thread and appears to be mid length (not at the junction of needle and thread attachment). There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/3/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any patient consequences? None reported. 2. Please clarify when the evet occur date of incident (yyyy-mm-dd): 2024-08-07. 3. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6) , risk advisor to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.